Event description:
Per the clinic, the patient developed an infection at the implant site, and was hospitalised on (B)(6) 2021, and treated with intravenous antibiotics. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.